Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The hospital indicated that no additional information related to the event will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2019. The cause of death was unknown and was not provided by the customer. The death was not device or therapy related. The pump was not explanted. The customer reported that no additional information could be provided.

Manufacturer narrative:
A4: patient weight was unknown no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.